Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012318193); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012318193); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with a bicuspid aortic valve and a previously implanted surgical aortic valve, the valve was initially deployed too deep. Subsequently, the valve was recaptured and deployed a second time. During the second deployment, at a depth of 5/2 mm, an infold was observed in the valve frame. The valve was recaptured again and withdrawn from the patient. Per the physician, the infold was caused by the valve interacting with the surgical aortic valve frame when the valve was first recaptured. A new valve was implanted in the patient using a new delivery catheter system. The infold resulted in a 5-minute procedural delay. No adverse patient effects were reported.